Manufacturer narrative:
Additional information: upon receipt at medtronic¿s quality laboratory, visual evaluation revealed that the valve appeared slightly distorted, oval shaped with the stent posts slightly deflected. Several pledgets remained attached to the existing sewing ring on the outflow. All leaflets were in the closed position with a gap between the coaptive ridges of the right and non-coronary cusps. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. The right and non-coronary cusps appeared intact. A pocket of thinning tissue or tissue degeneration in the left cusp along the outflow margin of attachment adjacent to the left right commissure appeared to be associated with host tissue infiltration extending into the outflow wall surface. Histopathology has been performed on historical events with similar ¿thinning pockets¿ resulting with host tissue infiltration as the finding. A small perforation on the inflow of the left cusp adjacent to the left right inferior coaptive area, opposite the ¿thinning¿ tissue appeared to have occurred with the removal of host tissue along the inflow margin of attachment. Remnants of glistening off-white pannus extended along the inflow margin of attachment adjacent to the non-coronary and left cusps, into the non-coronary left inferior coaptive area, and 1 to 4 mm onto the inflow of non-coronary and left cusps, showing evidence of a reduced inflow orifice area. Pannus on the outflow covered the back and top of the left right stent post, encapsulating the commissural area, extending partially over the free margins of left and right cusps resulting with restricted leaflet movement. Pannus on the outflow that encapsulates the left right stent post and commissural area, extended along the inner outflow rail adjacent to the right cusp to the outflow margin of attachment and 1 to 5 mm onto the outflow of the right cusp. A large remnant of pannus was noted along the existing sewing ring on the outflow adjacent to the non-coronary and left cusps. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Remnants of tan friable host tissue were observed on the outflow of all leaflets. Radiography showed no evidence of mineralization in the valve and/or host issue. Updated d9 updated h3 updated h6 - fdc, fdm, (&) fdr codes updated corrections: a4 - patient weight added b3 event date added (year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years post implant of this 33mm mitral bioprosthetic valve, it was explanted and replaced  with a valve from a different manufacture. Concomitantly the aortic valve from a different manufacture was explanted and replaced  with a valve from a different manufacture. The reason for the mitral replacement was reported as grade 3 mitral insufficiency (mi), dyspnea was also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years post implant of this 33mm mitral bioprosthetic valve, it was explanted and replaced  with a valve from a different manufacture. Concomitantly the aortic valve from a different manufacture was explanted and replaced  with a valve from a different manufacture. The reason for the mitral replacement was reported as grade 3 mitral insufficiency (mi) . No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that a piece of cuff was sent to bacteriology. It was observed that there was a perforation at the bottom of a cusp with mobility and that there was a "hematoma appearance without clot on the leaflets." It was reported that only the mitral valve was explanted and replaced during this procedure. It was also mentioned that two coronary artery bypass grafts (CABG) were also performed during the procedure. No additional adverse patient effects were reported.